Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the error was confirmed through logs and replicated. The unit was tested on an in-house system in normal mode being disabled because of error 319. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) where it failed the check all boards test and fiber test for the rolling loop. A gold rolling loop fiber was installed and the unit passed check all boards and the fiber test. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the beginning of the case, customer called technical support engineer (tse) to report that they were not able to properly insert the endoscope inside the patient, due to some resistance. The tse guided them to check if there was some drape interference, or any obstruction to the insertion movement which was not the case. The tse also asked them to check if manually (clutching the insertion axis) they were feeling some resistance, which was the case. The drape was reseated. Tse asked caller to check if the cannula was bent, which was not the case. Emergency stop button on surgeon console and fo= fault override (fo) did not help neither. The tse then guided them to perform a hard power cycle with patient side card (psc) emergency power off (epo), which resulted in an error 319 pointing to axes controller, carriage (acc) in universal surgical manipulator (usm) 2. In the meantime, surgeon decided to convert to laparoscopic (after approximately 10 minutes into the support call). The tse guided nurse finally to disable arm 2 to be able to stow the psc. There was no patient harm, adverse outcome or injury and there was a delay of 15 to 30 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.